Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review and the following observations were made: the valve appeared under expanded. Two of three cusps are hypomobile, calcified and thickened. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a patient with a 26mm sapien 3 valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 4 years and 4 months. The patient had been admitted due to progressive chest pain and dyspnea. Prior to the valve in valve procedure, the patient had a mean gradient on 31mmhg, peak gradient of 48mmhg, ava 0.91cm3, and avai: 0.77 cm2/m2. Left and right coronary cusps were fixated with decreased mobility of the non-coronary cusp, and there was calcification between the right and left coronary cusp. Per review of the provided imagery by an edwards lifesciences proctor, the middle of the valve was under-expanded. A 23mm sapien 3 ultra resilia valve was successfully implanted.